Event description:
A change in lead impedance was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal insulation was abraded at 7.2 cm and 8.3 cm from the pin, in the area of the suture sleeve. The lead shorted while implanted, when the two coils came into contact. The proximal insulation had mprints from pressure in these areas, and was abraded from 48 cm to 49 cm from the pin from friction with another device.